Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous left anterior descending (lad) artery. After pre-dilatation, the 2.75x33mm xience xpedition stent delivery system (sds) failed to cross the lesion due to the patient's anatomy. The sds was withdrawn without reported issue and additional pre-dilatation was performed. The same sds was reinserted; however, it again failed to cross the lesion due to the patient's anatomy and was withdrawn without reported issue. A guideliner was introduced, and the same sds was reinserted again; however, it again failed to cross the lesion due to the patient's anatomy. During withdrawal, resistance was encountered with the guideliner; therefore, all devices were withdrawn as a single unit. Upon withdrawal, it was noted that the stent implant had dislodged from the sds balloon and could not be located. The patient began experiencing angina and electrocardiogram (EKG/ECG) changes. A non-abbott sds was advanced to the lesion and deployed to treat the target lesion, and the patient stabilized. Fluoroscopy was later performed, and the dislodged stent implant was found in the patient's anatomy. The dislodged stent implant was successfully snared and retrieved from the patient's anatomy. There was a reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4): re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It should be noted the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The electronic lot history record was reviewed and a vascular integrated product experience reporting query for similar incidents was performed for this lot and there is no indication of a product quality deficiency. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.